Event description:
Port-a-cath device non functioning. Pt taken to surgery for removal of the implanted device. Upon removal the catheter appeared shortened. An x-ray revealed a catheter fragment in the pulmonary artery outflow tract. The pt had an episode of chest pain after the procedure to remove by via interventional radiology procedure -angiogram-. Risk management not aware of event until 12/2003.